Event description:
During colonoscopy procedure the physician used a wilson-cook triclip endoscopic clipping device. The triclip was advanced throught the endoscope and the clip was fastened to the tissue site, in the pt's stomach. The physican experienced difficulty releasing the closed clip from the deployment device. With undue handle manipulation the closed clip released on the target tissue site. No injury to the pt was reported.